Event description:
Customer's wife reported that "the cannula never inserted under [her] husbands' skin." His blood glucose level rose to 289 mg/dl despite administering a bolus (time and amount unk). Upon removing the pod, the adhesive and skin were wet with insulin. We do not expect the pod to be returned for eval.

Manufacturer narrative:
Customer's wife reported "the cannula never inserted under the skin." Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing the cannula appears different early on allows users to react quickly and appropriately to any issues. Product lot qualification records were reviewed and determined to have met all acceptance criteria.